Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and throughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting that during an arthroscopic knee repair with the use of an fms fluid management system, there was some extravasation to the patient's calf and foot. It is stated that the patient experienced some "ischemia", and we would interpret that to mean that the pressure of the extravasation abated the pulse. At this point in time, the staff stopped the pump and drained the knee to remedy the condition. This is all of the information made available; we have questions out asking for further detail, clarity and status of both the patient and the complaint device.